Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the two returned mating instruments were not received stuck together. Visual analysis found the tabs (ears) on the t-handle flared outwards. A two-year search of the complaint database found if the handle is used with reamers that have begun to wear on the reamer hudson attachment ends/flats, the worn reamers can rotate within the end of the instrument and facilitate a spreading/tearing of the tabs. Visual analysis found the corners on the reamer of the attachment end worn and rounded. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Tapered reamer got stuck in the femur, when trying to remove it, the flange on the t-handle opened and got stuck on the tapered reamer. We are now unable to separate the two.